Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported no delivery alarms often and losing their pump settings after a battery change. Troubleshooting was offered but declined. No harm requiring medical intervention was reported. It is unknown if the customer will continue the use of the device but the pump will not be returned for analysis.